Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02583. It was reported patient presented in the emergency room when it was observed device was not capturing and patient¿s rate of beats per minute was intermittent. Upon interrogation, intermittently capturing on the rv lead was observed. Device threshold testing was performed, and programming changes were made. Capture was stable. The atrial lead thresholds were within normal limits. The patient was stable during the device interrogation and post-programming changes.